Manufacturer narrative:
The local area field representative was contacted for additional information. Records indicate the lead remains in service at this time. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable defibrillation lead exhibited large amplitude noise on the rate/sense channel. The physician reprogrammed sensitivity and increased the duration in the ventricular tachycardia (vt)-1 zone, however the noise was still present. This lead noise was oversensed, resulting in inappropriate anti-tachycardia pacing (atp) and inappropriate shock therapy. This lead also exhibited intermittent loss of capture and varying thresholds. Over the last year, lead pacing impedances had been gradually decreasing, however no out of range measurements were noted. There was a concern of lead-on-lead contact with a previously abandoned lead, or potential fracture. Tachy therapy was programmed off and the patient was fitted with a life vest until a lead revision can be performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was added to capture the reportable event of surgery. The lead has not been returned at this time. This investigation will be updated should further information be provided or upon completion of analysis should the lead be returned.

Event description:
It was reported that this implantable defibrillation lead exhibited large amplitude noise on the rate/sense channel. The physician reprogrammed sensitivity and increased the duration in the ventricular tachycardia (vt)-1 zone, however the noise was still present. This lead noise was oversensed, resulting in inappropriate anti-tachycardia pacing (atp) and inappropriate shock therapy. This lead also exhibited intermittent loss of capture and varying thresholds. Over the last year, lead pacing impedances had been gradually decreasing, however no out of range measurements were noted. There was a concern of lead-on-lead contact with a previously abandoned lead, or potential fracture. Tachy therapy was programmed off and the patient was fitted with a life vest until a lead revision can be performed. No additional adverse patient effects were reported. Additional information was received that this implantable defibrillation lead was explanted. During this procedure, the previously abandoned lead was also explanted due to the suspected lead-on-lead contact. A new lead was successfully implanted, and no additional adverse patient effects were reported.